Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. A 3.00x28mm promus premier¿ stent was advanced to treat the lesion, however, device was unable to cross the lesion. The procedure was completed with a 2.75x28mm promus premier¿ stent. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis without the manifold/hub. A visual and tactile examination found a break in the hypotube shaft approximately 120cm proximal from the proximal body cone transition of the balloon, as a result of a severe kink in the hypotube shaft. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistance between the proximal and distal markerbands. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).